Event description:
(B)(4) it was reported that on (B)(6) 2025, three esprit btk scaffolds sizes, two 3.0x38 mm and one 2.5x38 mm, were implanted in the right anterior tibial artery. The patient was discharged to a rehab facility / skilled nursing home on (B)(6) 2025. On (B)(6) 2026, the patient was found to have a new, non-healing wound on the right heel. Lower limb angiogram on (B)(6) 2026 showed a patent posterior tibial artery and occlusion at the peroneal artery. The anterior tibial artery was found patent with a long segment of 70% stenosis. There was stenosis in the proximal two scaffolds (3.0 and 2.5 mm). Balloon angioplasty was performed on the right anterior tibial artery. A drug eluting stent was also implanted. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effect of stenosis is listed in the esprit btk everolimus eluting resorbable scaffold systems instructions for use as a known patient effect of scaffold procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case. The additional device referenced in b5 is being filed under a separate medwatch report number.